Event description:
The event involved a tego¿ connector, appx 0.05 m, where it was reported after unplugging the tubing at the end of dialysis, the nurse noticed a leak of blood at the newly changed tego cap. The catheter was then clamped and a new tego cap was placed on the catheter. No particular physical defect of the device was noticed during its use by caregivers. There was patient involvement, however no patient harm reported. There was also no loss of blood, no delay in therapy, no need of medical intervention, and no negative consequences for the healthcare provider reported.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional reporter: (B)(6) france. (B)(6). (B)(6). (B)(6).

Manufacturer narrative:
One (1) photo was shared by the customer where a tego is observed inside a plastic bag and a residual inside the yellow body is observed. One (1) used. List #d1000, tego¿ was returned for evaluation. As received blood residual was observed inside the tego's body but no physical damage or anomalies was observed, no visible occlusion in the fluid path was confirmed. The sample was tested as per procedure and failed high pressure test. Once the sample was dissembled a puncture inside the seal was found. Complaint of leaks can be confirmed. The probable cause of the puncture observed on the seal which resulted in a leak, is typical of access with a sharp instrument such as a needle during use. The dfu-3844 states: do not use needles or caps on tego. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.